Event description:
The patient reported infusion set leakage at injection site on 29 mar 2026 and it has been in use for three days.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.